Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697570. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, prior to the start of the procedure, the physician opened the device packaging for a 4mm x 30mm enterprise 2 stent (encr403000 / 8697570) and removed the device from the dispenser hoop and pushed the stent out of the introducer. It was observed that the stent was already released automatically. The stent body was prematurely separated from the delivery wire. The device was not used in the procedure / in the patient. The physician replaced the device and completed the procedure. There was no negative patient impact. On 13-sep-2024, additional information was received. Per the information, nothing unusual was noted on the device packaging. The stent / stent delivery system did not appear damaged when it was removed. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403000). There was no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that half of the stent component was found outside of the proximal end of the introducer. The delivery wire was not attached to the stent component and was not returned for evaluation. Dried blood residues were found at the tip of the introducer. The issue reported regarding the stent being released automatically was confirmed based on the detached condition of the stent in the introducer; however, the position of the stent within the proximal end of the introducer suggests that the delivery wire could had been inadvertently pulled out of the introducer, disengaging the delivery wire from the stent component resulting in the premature detachment of the stent. With the limited information available, the root cause of such failure remains unknown. There is no indication that the issue reported in the complaint resulted from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697570. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) provides the following: ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the delivery wire and introducer together to prevent stent movement. Remove the enterprise 2 vascular reconstruction device from the dispenser hoop. ¿ confirm that the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.